Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an undesirable change in stimulation from their implantable neurostimulator (ins) noted as anxiety. The stimulation was temporarily discontinued and the patient was given butalbital and tylenol extra strength as needed. The outcome was reported as on-going. Additional information received reported permanent discontinuation of stimulation and the entire system was explanted on (B)(6) 2012. It was reported the patient alleged the hospital was turning on/off their device, however, further clarifying information was not provided. It was also reported computed axial tomography (cat) scan results were normal. Serum anti-epileptic drug (AED) concentration results: dilantin normal at the emergency room (ER) and other labs were normal at the ER. More labs and AED levels ordered at the physician¿s visit. According to the patient, a cat scan was not performed, only x-rays of the shoulder. Signs and symptoms included pain, convulsions/seizures, depression, headache, dizziness, jittery, nervous feelings, pulse racing, and heart beating loudly. The severity was noted to be mild. Patient outcome was not provided